Manufacturer narrative:
Due diligence for additional information was executed. No details of the patient information are available. The device has been returned and a product investigation completed for it. The manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches were found to be functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found to be missing a portion exposing metal. Additionally, the exposed metal on the jaw caused a short circuit error when the jaw was fully closed due to the metal-to-metal contact when the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion, based on similar reported events, determined cause for the damaged teflon pad being attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The reported event stated that an alarm indicating damage to the device occurred during the middle of the therapeutic laparoscopic liver cyst fenestration procedure. Part of the tip was peeling, but there was no visual damage, exposed metal, nor fragments reported as fallen off. There was no adverse impact to the patient.